Manufacturer narrative:
The delivery system was returned to edwards lifesciences. Per the pre-decontamination evaluation, it was observed that there was a longitudinal and radial balloon burst, the distal balloon and nose tip were separated, the guidewire lumen was separated at the y-connector, the legs/struts of the distal balloon shoulders were flared, and there were kinks along the guidewire shaft approximately 3 inches and 4 inches from the nose tip. Per the preliminary engineering evaluation, it was observed that one of the distal balloon legs that were flared appeared to be missing. The balloon was fully inflated when it ruptured. The patient had severe native annular calcification. There was no additional inflation volume added to the balloon during device preparation. The valve landed in a 70:30 aortic/ventricular position. The balloon burst at the end of inflation. The physicians wanted to make sure there were no balloon fragments (broken material) left in the patient, so they attempted to pull delivery system through the certitude sheath and leave the sheath in place. However, they ended up removing the devices as one unit. The physician did not recall seeing the distal balloon leg/strut and does not have any further information to provide. The investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The device was not returned for evaluation. In this case, the cause for the balloon burst could not be confirmed. However, was likely related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve by transapical approach, the delivery system balloon ruptured at the end of balloon inflation. The system was successfully removed. The valve was successfully deployed and positioned at the intended location. There were no adverse events to the patient.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories are potential risks of the tavr procedure. The physician training manuals recommends that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, the guidewire shaft with distal nose tip and distal portion of balloon was confirmed to be separated from the rest of the device. During dimensional testing, the balloon single wall thickness measurements were taken along the longitudinal tear on the inflation balloon and were found to be within the specification. Due to the condition of the complaint device returned (inflation balloon burst and distal tip/nose tip separated), no relevant functional testing was able to be performed. Per the report, the balloon on the delivery system ruptured at the end of balloon inflation. The physicians wanted to make sure there were not any balloon fragments (broken material) left in the patient so the physician quickly pulled the delivery system into the sheath and attempted to pull the delivery system through the sheath before removing it as one unit. It is likely that the balloon burst during valve deployment once the balloon came in contact with calcification as severe annular calcium was reported. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Additionally, as the device was being removed after the balloon burst it is possible that the excessive force used applied during the withdrawal could have separated the nose tip/distal tip from the delivery system. In this case, available information supports that patient and procedural factors (calcification, withdrawal of burst balloon) likely led to the reported events and there is no evidence of a device malfunction or manufacturing non-conformance. During manufacturing, the inflation balloons are 100% dimensionally inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The inflation balloons are 100% visually inspected for the following: witness lines, contamination, crow¿s feet, mechanical damage, and deformation. The device is inspected for fish eyes, gel spots, and light scratches. Balloon burst testing was performed. The nose tip was visually inspected. The formed balloon was visually inspected for tears and distorted/ pinched folds. Both laser weld joints were inspected. The y-connector was visually inspected. During final inspection both laser weld joints, the balloon, and the entire delivery system were inspected. Product verification (pv) testing was performed on lot samples. The samples were visual inspected for kinks, cracks, and loose or missing components. Balloon fatigue and burst pressure was tested, and the bonds between the nose tip to guidewire shaft and guidewire shaft to y-connector were tested. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ burst and distal tip, nose tip ¿ separated were confirmed through visual inspection of the returned device. Review of device history record (DHR), lot history, complaint history, manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformances would have contributed to the reported events. Available information indicates that patient/procedural factors (calcification and withdrawal of burst balloon) may have contributed to the events. Since the occurrence rates do not exceed the september 2018 control limits for the applicable trend categories, no product risk assessment, corrective or preventative action is required.